Manufacturer narrative:
One photo of a brand-new sample was shared by customer, where no anomalies or issues were observed. The complaint of silicone sleeve stuck down on item 011-mc100 cannot be confirmed. Based on the lack of evidence shared by customer and without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a microclave¿ clear connector where the customer reported that upon disconnecting the white lumen during the administration of blood components through the central venous catheter, a part of the bio-connector remained inside and could not be removed. It was also mentioned that attempts were made to extract the portion of the bio-connector that remained in the lumen, but they were unsuccessful. Although the event occurred during patient use, there was no patient harm reported as a consequence of this event.